Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that in 2002, (but the reporter was unsure of the date,) the patient had an infection and the pump had to be removed. The patient¿s life ¿change overnight in a bad in 2002.¿ the patient was very sick at the time from the infection. The patient had a ¿funny feeling¿ and went to the emergency room (ER) and the pump had to be removed because of the infection. The pump was reportedly implanted for less than a month and had to be removed. The pump system was being used to infuse an unknown medication. No pump medications or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.